Manufacturer narrative:
(B)(4).

Event description:
The patient had two leads from the same lot. It was reported the patient's leads had migrated. On (B)(6) 2016, the patient was brought into the surgery to have the leads revised. However, the doctor could not advance the leads back to the original location. As a result, the patient's scs system was explanted.